Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid was replaced to address the issue. In addition, oxygen blending module harness, oxygen blending module and the system board were replaced as precaution.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's 3-way solenoid was replaced to address the issue. In addition, oxygen blending module harness, oxygen blending module and the system board were replaced as precaution. The 3-way solenoid was evaluated by the manufacturer's product investigation laboratory (pil) and found the 3-way solenoid functioned as designed and operated without issue or error codes.